Event description:
A report was received that the patient was explanted due to infection at the pocket site. The pocket site had opened and the battery was visible. The infection was procedure related. The patient was given both oral and IV antibiotics and is reportedly doing well.